Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported urine did not flow after inserting the catheter, when the catheter was removed and replaced, urine flowed out properly. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the reported lot number was reviewed. This lot was manufactured as per defined device master record. All acceptance criteria were met, and this batch was released meeting all the acceptance criteria. One sample was received at the manufacturing site for evaluation. The sample was subjected to a drainage simulation. According to the investigation result, water cannot be drained out of the catheter. The catheter was dissected and was observed under a magnifying camera. A material was found to be blocking the flow inside the lumen causing the urine to be unable to drain. The material was taken out and observed under the magnifying camera. It was found that the material came from the residue of the topcoat used in coating the catheter. A corrective and preventative action (CAPA) was issued to document the corrective action and preventive action to eliminate this issue. The action taken was to change the size of the rigid rod that is used to detect and remove blockages inside the lumen. A 100% inspection method was put in place to reduce or eliminate the issue. A camera was implemented to focus/zoom on the drainage lumen while doing the inspection. The image from the camera can be seen clearly on the screen monitor. This sample was coated before the implementation of the corrective actions related to this CAPA. This complaint will be used for tracking and trending purposes.